Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2016, two months after the patient's new pump was implanted , the catheter was clogged. They did a CT scan and there was no cerebrospinal fluid (csf), so the hcp forced dye to unclog it. The patient had "dystonic storms" all summer long. The patient had a catheter replacement on (B)(6) 2016 and the patient had to stay in the hospital for 16 days until the end of (B)(6) 2016. It was noted the patient was in a wheelchair. It was also noted the patient was suffering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.